Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received inappropriate hv therapy due to noise on the ventricular lead. The event happened when the pt was loading the dishwasher. Segms reveal noise on the ventricular sense amp channels. Isometrics and testing was performed in clinic but noise and oversensing not reproducible. All measurements stable. The device remains implanted.